Event description:
It was reported that the everflo device will be returned due to the user passing away. Currently, there is no information that the death is related to the device. The manufacturer received information alleging death. There were no reports of medical intervention. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.